Event description:
It was reported that the patient had an extended av delay which allowed retrograde and subsequent competitive atrial pacing. This behavior resulted in an inappropriate auto mode switch episode. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).